Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 450 mg/dl to a value displayed as "high" on the continuous glucose monitor, however, no specific value was provided. The cause was not known. A correction bolus was delivered, and a supply change was performed to address bg. Tandem technical support performed a pump system check and confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.